Event description:
It was reported that insulin leaked from the bottom of the reservoir. Customer also reported high blood glucose levels due to the leaks. Nothing further reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.